Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. During investigation, it was observed that the hard cannula was bent. It could not conclusively determined when or how this damage occurred. The download data shows an 0x18 empty reservoir alarm occurred during operation and contained no irregularities that would indicate a struggle to deliver insulin. Fluid was able to flow through the entire fluid path despite this damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Blood glucose levels reached 400 mg/dl.